Manufacturer narrative:
The device was returned for analysis. The reported ¿loose suture (link)¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that soon after the prostyle device was removed from the package, the suture was noted to come out from the device. The prostyle device was not used in the patient. A new prostyle device was used to achieve hemostasis. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.